Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Therefore, a DHR review is considered to be not required. Investigation summary: neither sample nor images provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the information for use was found to reference potential complications and adverse events that may occur during use of the device, such as restenosis, thrombosis, vessel occlusion. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately one year ten months and five days post stent placement on the left leg for the new lesion thrombosis on the mid and distal superficial femoral artery, the subject had an adverse event of left superficial femoral artery intra-stent restenosis. It was further reported that the adverse event was possibly related to the study device and not related to the study procedure. Reportedly, the subject underwent target lesion re-intervention on the left leg target lesion instent restenosis with final residual stenosis of 0%. Reportedly, drug coated balloon was used for re-intervention for the target lesion and the re-intervention was successful. The current status of the patient was unknown.

Event description:
It was reported through the results of the clinical trial that one year eleven months and twenty-one days post a stent placement on the left leg for the new lesion thrombosis on the mid and distal superficial femoral artery, the subject underwent target lesion re-intervention on the left leg target lesion instent restenosis with final residual stenosis of 0%. Reportedly, drug coated balloon was used for re-intervention for the target lesion and the re-intervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 12/2019). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.